Event description:
It was reported that the pc units had battery failures after upgrade. Some pc units display "low battery" messages and they would not recondition with either quick nor optimal conditioning ran. Some were giving green screen saying to replace the battery. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: device was not returned to manufacturing facility.